Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella device for mechanical circulatory support. The complainant reported that the patient was being placed on impella 2.5 for hemodynamic support. It was reported that a pump had a start issue. The pump was restarted successfully. The patient remained on impella support and was successfully weaned.